Manufacturer narrative:
Customer reported that their AED's battery pack will not stay inserted. Troubleshooting of the device confirmed that the battery will not latch, but the AED will successfully perform a battery insertion test if the battery pack is held in place. Troubleshooting with the customer was unable to determine the cause of the battery not latching. Therefore, the AED and battery pack were requested to be returned for evaluation and testing. To date, the AED and battery have not been returned, and the cause of the complaint remains unknown. Should additional information become available, a follow-up MDR will be submitted.

Event description:
Customer reported that their AED was flashing red and the battery will not stay in the unit. The maintenance activity was reported as checking the asi light. The battery pack expiry date is 6/30/2028. They did not report that this event occurred during patient use.

Manufacturer narrative:
Upon receipt, the device underwent bench testing, and the reported issue was confirmed. Initial evaluation of the AED determined that it had sustained damage consistent with a drop or significant impact event. Bench testing was conducted with the battery manually secured in place. During shock testing, the AED was unable to deliver an adequate shock. Further inspection identified damage to the internal circuit boards consistent with impact-related trauma.